Event description:
Related manufacturer reference number: (B)(4). It was reported that high impedance, high threshold, and noise were noted on the right atrial (ra) and left ventricular (lv) leads. Both leads were explanted and replaced without complication. No adverse events were reported.